Event description:
Caller reported that the cartridge was not fitting properly on the pump, which prevented the cartridge from fully snapping into place. There was no adverse impact to the customer's blood glucose level. The customer was advised to inspect and clean the pump's pneumatic tap area and remove debris, including an o-ring on the pneumatic tap. Despite these instructions, the original cartridge could not be reloaded successfully. However, the customer was assisted in filling a new cartridge, followed on-screen instructions, and successfully completed the loading process, allowing them to resume insulin delivery.